Event description:
It was reported that the patient's blood glucose level was 24 mg/dl and the patient was unconscious. The patient's mother injected her daughter with a shot of glucagon. The patient's mother alleges that the infusion device does not deliver an accurate amount of insulin. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).